Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported from manufacturer representative (rep). Rep reported that the entire left side system was explanted.

Event description:
It was reported that the patient had both of the implants replaced and one of the implants ended up having a infection. Caller stated that the healthcare provider (hcp) went in cleaned the infected implanted and placed it back into the patients chest. Caller stated infectious disease came in the following day and had the hcp take the implantable neurostimulator (ins) out again. Caller stated that the infection was behind the ins and they were hoping that the infection did not to go up to the patients lead. Caller stated that the hcp took "everything out up to the lead". Caller stated the patient ended up having three separate surgeries due to infection and now only has one ins. Caller stated that the patient is seemingly doing fine now and were sent home with antibiotics. Caller stated that the patient is not having any symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.